Event description:
It was reported that the user experienced a low glucose event with a pump reading of 57 mg/dl and subsequently 64 mg/dl after self-treatment with oral carbohydrate, and they were advised to continue monitoring and to perform a confirmatory fingerstick to assess sensor accuracy. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic complaints. Outcomes included resolution in progress through self-treatment and continued monitoring without need for hospitalization or emergency care. Investigation included user guidance on troubleshooting and education, including sensor accuracy verification via fingerstick. Investigation of this case revealed no confirmed device malfunction, with the event consistent with hypoglycemia of unclear cause and ongoing evaluation of sensor versus blood glucose alignment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.